Event description:
Hosp sterilie processing presonnel reported the housing and grasper jaws came off the device. The device has not been returned for evaluation and the MFR has been unable to find out if this happened during a surgical procedure. If so, there may have been a delay to retreive the parts. No pt injury was reported.